Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The hillrom service technician confirmed the reported malfunction. Additional inspection and repair details are pending. In this event, the customer reported the nurse and patient were not injured due to the broken lift arm. If a broken lift arm were to recur, it would be likely to cause or contribute to a death or serious injury. Should additional information become available, the complaint will be reassessed.

Event description:
The customer reported the viking m lift arm broke off and hit the nurse in the head. The customer confirmed the nurse was not injured, and the patient was caught before falling. This incident has been captured under hillrom complaint ref # (B)(4).